Event description:
Device 1 of 2: reference MFR report # 1627487-2019-00383. It was reported that the patient was not receiving adequate pain relief, and it was revealed that the leads had migrated. In turn, patient underwent surgical intervention wherein the leads were explanted and replaced. Postoperatively, the patient had effective therapy.